Manufacturer narrative:
Analysis summary: at analysis it was noted that the left keyboard hinge was broken and that the programmer failed its calibration test at incoming functional testing. The link electronic module board was replaced and recalibrated adn the keyboard hinge was replaced as well. The hard drive was upgraded and reimaged and the software was reloaded and updated. The programmer passed its safety and functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.